Event description:
Product analysis of the generator reported in MFR #: 1644487-2013-02222 found an issue with the reed switch. System diagnostics and final electrical test tests could not be performed due failure to communicate. The battery is depleted, 0.059 volts as measured with the can removed and battery still attached to the pcb. The module current drain was 4.0 micro amps when connected to a 3.0 volt external supply. The module was subjected to a post burn-in electrical test, whereby the module failed for reed switch tests and board reset, all tests related to reed switch operation. All other parameters were within specifications. Visual examination of the reed switch revealed a wide gap between the paddles of the reed switch.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Review of the available programming and diagnostic history showed 297 registered magnet activations for the vns patient¿s device as of (B)(6) 2012, indicating that the device¿s reed switch was functioning while implanted.